Event description:
Doctor was unable to insert the iab into the sheath. Iab was not returned to co for evaluation. Iab was discarded by facility. Event complications: none from the event - reported 2/26/97. Pt's current status: unk - rpt'd 2/26/97.